Event description:
It was reported that a patient experienced cardiac failure and respiratory failure coincident with peritoneal dialysis therapy. The cause of the cardiac failure and respiratory failure were unknown. The patient was hospitalized for the events and was discharged approximately a month late. Treatment details for the events were not reported. Therapy remained ongoing. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample analysis did not find any issues that would have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.